Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak around the twist clamp of the transfer set during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed using naked eye and magnification. A hole located approximately 5/8¿ from the bottom of the closed twist sleeve was identified. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified. The cause was determined to be a hole in the tubing. The cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.